Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. The patient experienced bowel obstruction, adhesions, pain and recurrence. Post-operative patient treatment included small bowel resection, adhesiolysis, and placement of additional mesh. Concomitant device: protack helical tacks

Manufacturer narrative:
Additional information: a4, b5, b7, h6 (patient codes), additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. The patient experienced abdominal pain, bowel obstruction, adhesions, pain, leukocytosis, and recurrence. Post-operative patient treatment included CT-scan, small bowel resection, adhesiolysis, medication, and placement of additional mesh. Relevant tests/laboratory data: (B)(6) 2015: op note states CT scan showing a high-grade small-bowel obstruction with evidence of previous ventral hernia repair and suspected dense adhesions to abdominal wall as well as recurrent ventral hernia. Serial abdominal films noted persistent loop of small bowel dilation within central abdomen. Leukocytosis also present. Concomitant device: protack helical tacks

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic repair for a ventral hernia. He had revision surgery 1 year and 8 months post surgery. The patient experienced surgical revision, bowel obstruction, adhesions, and recurrence.